Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I'm scheduled for surgery/hysterectomy') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6)2013, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced arthralgia ("I have tremendous pain in my joints / pain in joints"), myalgia ("I have tremendous pain in my muscles / muscle burn"), tremor ("I've developed shaking in my legs / uncontrollable body shaking"), muscular weakness ("I've developed weakness in my legs"), fibromyalgia ("fibromyalgia"), headache ("headache"), ear pain ("ear (right one day) pain, radiates into head"), trigeminal neuralgia ("possible trigeminal neuralgia") and nasal oedema ("swelling in nose on the right"). The patient was treated with surgery (hysterectomy). At the time of the report, the medical device removal, arthralgia, myalgia, tremor, muscular weakness, fibromyalgia, headache, ear pain, trigeminal neuralgia and nasal oedema outcome was unknown. The reporter considered arthralgia, ear pain, fibromyalgia, headache, medical device removal, muscular weakness, myalgia, nasal oedema, tremor and trigeminal neuralgia to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : arthralgia, medical device removal, muscular weakness, myalgia and tremor. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content received from social media: reporter, new events, "headache", "ear (right one day) pain, radiates into head", "possible trigeminal neuralgia" and "swelling in nose on the right" were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I'm scheduled for surgery/hysterectomy') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2013, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced arthralgia ("I have tremendous pain in my joints / pain in joints"), myalgia ("I have tremendous pain in my muscles / muscle burn"), tremor ("I've developed shaking in my legs / uncontrollable body shaking"), muscular weakness ("I've developed weakness in my legs") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (hysterectomy). At the time of the report, the medical device removal, arthralgia, myalgia, tremor, muscular weakness and fibromyalgia outcome was unknown. The reporter considered arthralgia, fibromyalgia, medical device removal, muscular weakness, myalgia and tremor to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : arthralgia, medical device removal, muscular weakness, myalgia and tremor . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: event " fibromyalgia' was added. On 17-apr-2020: unlocked for quality safety evaluation. On 20-mar-2020: no new clinical information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I'm scheduled for surgery/hysterectomy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced arthralgia ("I have tremendous pain in my joints / pain in joints"), myalgia ("I have tremendous pain in my muscles/muscle burn"), tremor ("I've developed shaking in my legs/uncontrollable body shaking") and muscular weakness ("I've developed weakness in my legs"). The patient was treated with surgery (hysterectomy). At the time of the report, the medical device removal, arthralgia, myalgia, tremor and muscular weakness outcome was unknown. The reporter considered arthralgia, medical device removal, muscular weakness, myalgia and tremor to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media: arthralgia, medical device removal, muscular weakness, myalgia and tremor quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.